Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) was advised by the clinical sales representative (csr) that the issue was a user error and system was operating without any issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that a control of a stapler instrument on universal surgical manipulator (usm)4) was flipped 180-degrees outside of the patient when the surgeon was controlling the master tool manipulator (mtm) on surgeon side console (ssc2). The surgeon stated that control had been switching between usm3 and usm4 at the time. The tse asked whether intuitive motion had been maintained from the ssc, and the customer could not confirm. The customer stated that ssc1 was normal. The procedure was completed as planned with no reported injury.